Event description:
Facility reported a possible hemolysis event. At start of treatment patient's venous pressure was at 200, 57 minutes later, it was at 60. Three (3) hours into the treatment, the patient care tech "observed a kink in the blood tubing at the right side of the blood pump. The line was unlinked and the treatment continued". A sample of blood was spun and checked for hemolysis, "some was noted". The patient then complained of indigestion and the md was notified. Additional labs were then drawn and the pt was given alternalgel. The treatment was then stopped and the patient's blood was not returned. Four hrs and fifteen minutes after the beginning of the treatment, the pt was transported to the hospital ER by private auto. Labs - potassium 4.7, hemoglobin 10.7, calcium 8.9 post incident. The pt was dialyzed that evening in the hospital and arrested approximately 20 minutes after the treatment. Pt was placed on a ventilator. The pt expired the next day in the hospital. The pt had a history of heart disease as well as cornary bypass surgery twice and had severe chest pain for two days prior to the day of the event as well as chills and fever. The pt also has a history of liver transplant, diabetes, hyperlipidemia, hypertension, and coronary artery disease and congestive heart failure. The pt was more than seven (7) kilograms over pt's estimated dry weight when they went to the hospital and there was evidence of pneumonia on chest x-rays. The bloodline was discarded by the facility. Staff at the facility has been reinserviced on hemodialysis. The facility is also changing their blood lines to the 8.5m which has a shorter blood pump segment.